Manufacturer narrative:
Continuation of concomitant products: 479888 lead, implanted (B)(6) 2017. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had complaint of pocket pain/discomfort. The patient also complained of device mobility; forward protrusion when they leaned forward. The device was interrogated and had normal function. On exam, the device was noted to have migrated substantially. A pocket revision was done and the device was re-secured with two sutures. The device remains in use. The patient is a participant in (B)(6). No further patient complications have been reported as a result of this event.